Manufacturer narrative:
Reported event: an event regarding revision for pain involving a triathlon patella was reported. Review of the provided implant photos revealed and confirmed wear of the device. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos show the recent explanted insert and patella components with blood and tissue on them. The patella component was explanted by cutting the back side. The component was severely worn which was consistent with in-service use. The patella also appears to have been cracked, but it cannot be determined if the crack was caused during patient use or during explantation process. Black residue was noticed on the device which was likely to be accumulated metallic debris; but none conclusive decision can be made. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: an operative report, ap, lateral and sunrise xrays ( undated) as well as an implant usage sheet were reviewed. It is confirmed that a pressfit triathalon tka was implanted on (B)(6) 2011. Undated x-rays show a pressfit triathalon tka in neutral alignment appearing well fixed. On the sunrise view the patella is tracking laterally with significant patella tilt. No information was provided regarding the revision surgery or its indication. Product history review: review of the device history records indicate 9 devices were manufactured and accepted into final stock on 15-apr-2011 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right knee was revised due to clicking noise and pain. Rep confirmed that the surgeon reported the patellar component was articulating against the femoral component. The provided photos show the device was severely worn which was consistent with in-service use. The patella also appears to have been cracked, but it cannot be determined if the crack was caused during patient use or during explantation process. Black residue was noticed on the device which was likely to be accumulated metallic debris; but none conclusive decision can be made. Review of the medical records indicated that "a pressfit triathalon tka in neutral alignment appearing well fixed. On the sunrise view the patella is tracking laterally with significant patella tilt. No information was provided regarding the revision surgery or its indication." It was reported that the patient was very active, which could be a contributing factor to the event. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Event description:
It was reported that the patient's right knee was revised due to clicking noise and pain. Rep confirmed that the surgeon reported the patellar component was articulating against the femoral component. The patellar component and insert were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised due to clicking noise and pain. Rep confirmed that the surgeon reported the patellar component was articulating against the femoral component. The patellar component and insert were revised.